Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was making a beep noise and that she was receiving a no delivery alarm as well as change her infusion set. Assisted customer with clearing the alarm and avised customer to resume. The customer attempted to rewind but received a no delivery alarm. Customer took the reservoir out of the pump. The customer's blood glucose was 157 mg/dl. The customer was unable to troubleshoot for the no delivery alarm. Advised customer that her pump should be delivering insulin now that she has primed her insulin pump and inserted a new infusion set. Nothing further reported.